Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was sent to a third party facility mmdg was not able to perform an investigation. The complaint information did include photos of the particulate and mmdg was able to confirm the complaint through those pictures. The problem was communicated to the supplier where the cause of the complaint was determined to be process related. To remediate the issue, the supplier put a poke yoke fixture into place.

Event description:
The initial reporter stated that there was a free floating particle in the administration set. They also stated that the set was not used on a patient. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was sent to a third party facility mmdg was not able to perform an investigation. The complaint information did include photos of the particulate and mmdg was able to confirm the complaint through those pictures. After further review of the complaint information and the photos sent to mmdg it was found that this complaint was not related to the spike particulate issue addressed by the implementation of the poka yoke fixture. This was for a free floating particle of an unknown substance that was found in the reservoir of a non-spiked, filtered administration set that was introduced some other way and we are unable to confirm when or how the particulate was introduced because the set was not returned for investigation.

Event description:
The initial reporter stated that there was a free floating particle in the administration set. They also stated that the set was not used on a patient. (B)(4).